Manufacturer narrative:
Additional clarification on the patient weight has been requested as it is reported the patient is (B)(6) and has a medium build.

Event description:
It is reported the bilateral screws in sacral 1 are fractured. No revision surgery is planned at this time.

Manufacturer narrative:
The lot number is unknown, therefore review of device history record is not possible. No product was returned for evaluation, no x-rays were provided and no response to requests for additional information were received. The investigation was completed with the information available. The IFU (instructions for use) states "possible side effects: with medical device, the list of potential side effects includes, but is not limited to: the absence of, or a delay in, fusion; bending or fracture of the implant if fusion is absent or delayed due to prolonged exposure of the osteosynthesis construct to repeated mechanical stresses¿ based on the limited information available the root cause is unable to be determined. Patient's original surgery indications were the following: degenrative disc with spondylosis. Lumbar 4-5, lumbar5-sacral 1. The surgery implant date was (B)(6) 2015. The discovery date is unknown.

Manufacturer narrative:
Additional information will be provided upon further investigation of the event details.

Event description:
It was reported that an instinct java screw broke postoperatively. Additional information was requested but has not been received.